Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an unknown epic max valve was implanted in a patient. After implant the physician noticed one of the leaflets was not functioning. He explanted the valve and put another in the patient. The patient is stable,

Manufacturer narrative:
An event of one non-functioning leaflet was reported. The valve was returned to abbott for analysis. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.